Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for issues unrelated to the reported complaint or service history. The database showed quality notifications were opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: ca-(B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). The unit came in with 2 fuse thermal damage, and power supper also thermal damage. (B)(4). Evaluation statement: the escalated issue of thermal damage at the 24v power supply, part number 320804, has been evaluated by customer advocacy (cad). The customer did not allege any patient involvement or report observing smoke or flames while the device was in operation. The device has a manufacture date of 18/may/2007; a review of the device history file from the date of manufacture to the present was performed and the qn opened had no relevance with the customer's reported issue. The last recorded servicing was performed in (B)(6) of 2017 for broken plastic issues with the rear case and front panel replaced. The main battery was replaced for recorded failing to hold a charge. Per the product risk assessment document (B)(4), no risk assessment is deemed necessary. Based on these facts the issue is deemed appropriate for service level repair. No further investigation of this issue by cad is deemed necessary. (B)(4). Not a true 90 days. (B)(4).